Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. There were no similar complaints found in the lot. One sample was returned for review. Visual inspection of the sample found that the catheter tubing was detached from the strain relief and catheter hub. An examination of the catheter tubing found jagged edges at one end of the catheter tubing which is indicative of a tensile force being applied to the catheter. Due to the condition of the returned sample, the catheter could not be tested for the reported leakage. Based on the review of the returned sample, this complaint cannot be confirmed for a manufacturing error. The most probable cause for the damage to the catheter was most likely related to an event within the user environment. Possibly, the damage was the result of a tensile force applied to the catheter resulting from patient movement or handling of the catheter. Since a manufacturing error could not be confirmed, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "this aren¿t PICC lines we typically use and borrowed them from another hospital in the city, (B)(6). We received this lines on friday and since we¿ve had 3 break- we have only inserted three. These lines are fairly small, 1.9fr so they are fragile but this is not something we generally see. We insert many small piccs here as we service a (B)(6) hospital. The line has a visible droplet of fluid around the 3cm mark which was noticed by the ward nurse after insertion. Intervention: lines was removed, replaced, and IV started. There are three medical device reports associated with this event. This report represents the first one.